Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain. The cause of the peritonitis was unknown. The patient went to the emergency room for abdominal pain and was admitted to the hospital for the event on the same day. Treatment was unknown. Six days after being admitted to the hospital, the patient was discharged. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).